Event description:
It was reported that a system error 2240 (air in set/line) occurred on the homechoice machine during drain two of peritoneal dialysis therapy. During troubleshooting, no abnormalities were noted that could cause or contribute to the reported alarm. The technical services representative assisted the caregiver with clearing the alarm and the caregiver was advised to start therapy over using new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.